Event description:
Customer reported having issues with the insulin pump powering on and off, alarming for button errors and becoming unresponsive. The blood glucose reading was 180 mg/dl. Customer stated that the insulin pump had been fully submerged in water. He also reported that he had received motor error alarms as well. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No power off anomaly could be verified due to the unresponsive keypad. No moisture damage was noted on the electronics, but moisture damage was found on the motor. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.